Event description:
It was reported to olympus, that the evis lucera elite colonovideoscope had contamination in the air/water channel. The issue was found during maintenance. Inspection and testing of the returned device found that there was white contamination in the air/water channel. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the light cover glasses was chipped and distal end adhesive was lifting. The light cover glasses and optical cover glasses adhesives were worn. The aspiration housing colored ring was worn and the switch 1 was worn. There was water ingress in the scope connector and air channel had blockage. The angle in the up/direction had play and was out of specification. The water flow and removal ability were out of specification. The water channel had blockage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a leakage that occurred from a connector (labeled the "s-connector"), disallowing reprocessing of the device to be conducted properly. A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual. Chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross contamination and or infection. Olympus will continue to monitor field performance for this device.